Event description:
A (B)(6) year old male pt's sister-in-law contacted zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (unable to power on) has been confirmed. As received, the monitor failed incoming testing and was unable to power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.